Event description:
Suture kept breaking off during case. We opened 7 sutures and 5 of them broke. Covidien 0 polysorb vloc 180 18" 45cm vlocl0326 is reference number. Ref reports: mw5170469, mw5170468, mw5170470, mw5170472.